Manufacturer narrative:
Testing results: donor 1 hct: 43%, donor 2 hct: 45%. Donor #1: retention meter and master lot strips: 1.5 inr, retention meter and customer strips: 1.5 inr. Donor #2: retention meter and master lot strips: 2.5 inr, retention meter and customer strips: 2.3 inr. The maximum difference between measurements with the same blood sample was 8%. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of questionable inr results for 1 patient from coaguchek inrange meter serial number (B)(4) compared to the laboratory result. The laboratory method was sta-neoptimal. The result from the meter was 3.4 inr and the result from the laboratory was 2.57 inr. There was no allegation of an adverse event. The patient's therapeutic range was 2 - 3 inr. The test strips were returned for investigation and showed no defects. The returned test strips were measured with the current test strip master lot 28632180. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Returned customer material and retention material complies with the specification. Relevant retention test strips (lot 353498) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.